Event description:
The site reported that after the light adjustable lens (lal, sn (B)(4), 16.5d) was delivered into the eye, the surgeon noticed that the leading haptic was missing. The lens was removed from the eye. The surgeon noticed that the capsular bag was torn after lens removal. A replacement lal was successfully delivered into the sulcus and the incision was closed with one suture. Rxsight's first awareness of this event was on (B)(6) 2022.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Manufacturer reference #: (B)(6).